Manufacturer narrative:
Date of event: the aware date of (B)(6) 2021 was used for the event date as the event date is unknown. Explant date: the aware date of (B)(6) 2021 was also used to estimate the explant date.

Event description:
It was reported that device movement occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. When the patient presented to another facility for mitral valve surgery, it was noticed that the watchman closure device was malpositioned. The watchman closure device was surgically removed and the laa was surgically ligated.